Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease folds, and an opening. The weight of the device was within specification. A microscopic analysis was performed which identified a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is a striated edge opening on radius side due to surgical damage.

Event description:
Healthcare professional reported ¿fractured during surgery.¿ device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The device was not implanted.

Event description:
Healthcare professional reported ¿fractured during surgery.¿ device was not implanted.